Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the complaint could not be fully determined. Possible root causes are a faulty connection between ip motherboard and ip esm board, a defective ip motherboard, or a defective ip esm board. In consequence (correction) the ip motherboard and the ip esm board were replaced. There was no patient or user harm reported.

Event description:
Tf9121, tf 9428, disturbed display, ventilation continues.